Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While advancing the was into the laa of the patient, a contrast shot was performed which showed that there was a pericardial effusion. The physician performed a pericardiocentesis draining 1000cc of blood from the patient. After the pericardiocentesis the effusion appeared to be managed and the patient was given blood back. Additional monitoring of the patient was performed, and it was noted that there was more accumulation of blood in the pericardium, so the patient was brought to surgery to have this resolved.